Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received a report indicating that the device was malfunctioning, with issues including a plastic ring that continually falls off, a gurgling hose, and air leakage. The device was examined at aerocare, where it was determined to be inoperable. Additionally, the user reported experiencing a sore throat and difficulty sleeping. The device was returned to a third-party service center for evaluation. During the evaluation of the device, the third-party service center visually inspected the device and found error code 191 (err_als_bist) a continue error level due to a failed pca component. There was no evidence of foam particles or degradation. The device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed. The manufacturer has updated section h in this report.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received a report indicating that the device was malfunctioning, with issues including a plastic ring that continually falls off, a gurgling hose, and air leakage. The device was examined at aerocare, where it was determined to be inoperable. Additionally, the user reported experiencing a sore throat and difficulty sleeping. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.